Manufacturer narrative:
(B)(4). Additional method: the DHR for the instruments in question was reviewed and found completely without any irregularities. The returned instrument was evaluated and found that the handle to jaws and knob mechanism was sluggish and dry feeling allowing the jaws to not function smoothly, which validated the alleged complaint. Further evaluation showed that after properly lubricating this instrument it picked up, retained, closed and released clips as required of its function. Parts were 100% visually inspected and tested at the manufacturing facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the alleged issue, but it is suspected that the customer did not "lubricate" the instrument prior to sterilization as recommended in IFU {l06109) supplied with the instrument which states" the instrument must be cleaned, lubricated, functionally checked, and sterilized prior to each use. Use a non-silicone, water-based lubricant prior to sterilization." No corrective action required at this time.

Event description:
Alleged event: when the applier is in a certain position, it closes, but does not release the clip. The patient's condition was reported as fine

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the applier is in a certain position, it closes, but does not release the clip. The patient's condition was reported as fine.